Event description:
The spouse of a patient reported the patient passed away. The spouse of the patient reported no longer being in possession of the device. At this time, no further investigation for the device can be performed. If any additional information is received, a follow up report will be filed.